Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer¿s insulin pump had a blank display. Customer¿s blood glucose level was unknown. Customer¿s father stated that the display was blank after receiving the new battery. The device will not be returned for analysis.